Manufacturer narrative:
Concomitant therapies: aspirin. (B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient bilaterally in the cheeks with 1 syringe of juvéderm voluma® xc. About 3 months later, patient reported ¿erythema, swelling and tenderness.¿ about a month later, patient reported ¿nodules (1 on each cheek).¿ hcp considered them ¿inflammatory¿ nodules. Patient was treated with prednisone, clarithromycin, and hylenex. It was also reported that ¿one nodule on right cheek had resolved, but a new, tender nodule had developed adjacent to it.¿ additional treatments of hylenex, kenalog, and doxycycline were provided to the patient. Symptoms have not resolved.